Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented due to pause episodes. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing resulting in pacing inhibition. It was noted that the patient was experiencing fatigue. No device intervention was reported but programming changes were discussed.